Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately 11 months post implant of the ipg system approximately 4 years ago.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: iml49b52 implantable pacing lead, implanted: (B)(6) 2002; product ID: imk49jb45 implantable pacing lead, implanted: (B)(6) 2002. (B)(4).